Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. X-ray revealed that the lead had pulled back in to the right atrium. On (B)(6) 2018, a portion of the lead was explanted while the remainder was capped. A replacement lead was implanted without complications. Patient was stable.

Manufacturer narrative:
A partial lead measuring 28.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.